Event description:
It was reported the disposables were rough and were getting stuck. Another one was used to continue the infusion. No patient injury reported.

Manufacturer narrative:
No problems or issues were identified during this device history record review. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.